Event description:
It was reported that the 9800 system had a collimator iris potentiometer error during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.